Event description:
Per complaint (B)(4), osseointegration of a patient's dental implant was initially good. Ten days after placement, severe submandibular swelling, osteomyelitis, pain, and cellulitis were reported. As the implant was removed, moderate drainage through the implant site was observed.